Event description:
It was reported that after the device was implanted, the patient experienced asystole. The physician attempted to program the device to 40 beats per minute but was unable. The device allowed 70bpm to be programmed. When 50bpm was programmed, the "programming was very slow." The device was explanted and replaced. No further patient complications were reported as a result of this event, and the patient status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found.